Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06977. It was reported the pt is not receiving effective stimulation therapy. Reprogramming did not resolve the issue. The pt has other health issues and her physician does not intend to address the scs sys issue at this time. The pt was advised that she may stop using ther scs sys, but ot continue charging her ipg every 30 days and keep the sys functional.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.